Event description:
This spontaneous report was received on (B)(4) 2013 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral hygiene and to floss his teeth (route dental, frequency, lot number, expiration date unspecified). After one day, the metal cutter broke right away during dispensing floss, came off from the container entirely and fell off. When he tried to use the floss the yarn was broken. He used the second device and the same thing happened with it. He stated that he did not use the device further. This report had no adverse event. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8041101-2013-00056. The manufacturer report number for the first product in this case is 8041101-2013-00055. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 13-jan-2013. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8041101-2013-00056. The manufacturer report number for the second product in this case is 8041101-2013-00055. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 14-nov-2013 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using (B)(4) floss, mint waxed for oral hygiene and to floss his teeth (route dental, frequency, lot number, expiration date unspecified). After one day, the metal cutter broke right away during dispensing floss, came off from the container entirely and fell off. When he tried to use the floss the yarn was broken. He used the second device and the same thing happened with it. He stated that he did not use the device further. This report had no adverse event. This report was considered as a reportable malfunction case in the united states. Additional information received on 29-nov-2013. The lot number was updated from unspecified to 1933d. The returned sample of reach mint waxed 55yd with printed lot 1933d was received on 29-nov-2013 and was visually examined. The insert edge, where the cutter was attached, was broken, while the dispenser and bobbin inside apparently did not present any damage. The piece of broken insert was not received with the product. Based on the visual evaluation, the returned sample failed to meet the specification. This report remains as a reportable malfunction case in the united states. Additional information received on 28-dec-2013. A review of the complaint data revealed no unfavorable trends and no trend involving lot number 1933d. The field sample received from the consumer for evaluation presented broken insert at the cutter edge and therefore, fail to meets specification. The visual evaluation performed to the retain sample met specification. The device history records and manufacturing related issues documentation reviewed did not reveal issues. In addition, the documentation reviewed demonstrated adequate controls and did not show any gaps in the production process that could potentially affect the product. The complaint was closed with disposition of confirmed for damaged/defective dispenser/component and potential malfunction and disposition of undetermined for breaks/falls apart with use. Based on the established procedures no further investigation was required. According to the information available, the device was used as intended for treatment (general oral hygiene). Complaint trends would continue to be monitored. This report remains as a reportable malfunction case in the united states.

Manufacturer narrative:
This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8041101-2013-00056. The manufacturer report number for the first product in this case is 8041101-2013-00055. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 14-nov-2013 from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for oral hygiene and to floss his teeth (route dental, frequency, lot number, expiration date unspecified). After one day, the metal cutter broke right away during dispensing floss, came off from the container entirely and fell off. When he tried to use the floss the yarn was broken. He used the second device and the same thing happened with it. He stated that he did not use the device further. This report had no adverse event. This report was considered as a reportable malfunction case in the united states. Additional information received on 29-nov-2013. The lot number was updated from unspecified to 1933d. The returned sample of reach mint waxed 55yd with printed lot 1933d was received on 29-nov-2013 and was visually examined. The insert edge, where the cutter was attached, was broken, while the dispenser and bobbin inside apparently did not present any damage. The piece of broken insert was not received with the product. Based on the visual evaluation, the returned sample failed to meet the specification. This report remains as a reportable malfunction case in the united states.